Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/06/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
A customer reported an incompatible crossmatch in gel. The patient had several negative antibody screens and had received several units of blood. About eleven days after the last transfusion, the antibody screen was noted to be positive, autocontrol was negative and an anti-e was identified. Two days later, the autocontrol was positive (1+) and the igg dat in gel was 1+. An anti-e was identified from the eluate. Of the 5 units that the patient received, one unit was positive for the e antigen; the rest of the units were e negative. On crossmatch all 5 units were compatible including the one e positive unit. This unit was compatible in gel and incompatible in tube using peg.